Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, but the customer did not have a charger at the time of the call. The customer planned to perform the reset independently and would call back if the issue persisted; no further action was deemed necessary at this time.